Event description:
It was reported that the bd smartsite needle-free valve experienced occlusion. The following information was provided by the initial reporter: they are occluding and keeping the fluids from running into the patient.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 01-jun-2023. H.6. Investigation summary: 996 unopened samples (model#: 2000ea, lot#: 23015487) were returned by the customer. It was reported by customer that the bd ea luer lock sites are occluding and keeping the fluids from running into the patient. Evaluation of 59 samples were performed. The sample size quantity was determined per 1701-008-000 swi sample size selection work instruction v.08. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid paths of 57 of the samples were open and those samples were able to be flushed. The failure was unable to be replicated in these samples. The fluid paths of 2 of the samples were not open and were unable to be flushed. The customer complaint can be verified in these samples. A quality notification was sent to the manufacturer, and samples were sent for further investigation. The manufacturer was able to confirm the failure. Further investigation determined that the potential root cause could be related to the variation of the fluoriosilicone application, although, according to the validation of the process, the technology used allows a number of defective parts due to this condition. A quality alert was created on july 19th, 2023 and communicated by the production supervisor to the involved personnel to reinforce the correct fluorosilicone weighing, and that the operators need to notify to the mechanic and / or manufacturing and quality engineering to correct the problem or in this case, to adjust the amount of fluorosilicone that the machine is applying when the fluorosilicone values are so close to the minimum / or maximum control limits. A device history record review for model: 2000ea, lot number: 23015487 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd smartsite needle-free valve experienced occlusion. The following information was provided by the initial reporter: they are occluding and keeping the fluids from running into the patient.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.